Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine 25mg/ml for a total dose of 6.004mg/day and bupivacaine 12mg/ml for a total dose of 2.882mg/day via an implantable pump for non-malignant pain. It was reported there was probable overinfusing of the pump. The patient has run out of medication 8-14 days before the expected low reservoir alarm date for three consecutive refills. It was noted patient had signs and symptoms consistent with withdrawal after each event. Patient experienced nausea, vomiting, sweating, and return of pain. The pump has shown to be empty on each occasion. It was noted there was no known external factors. Pump interrogation and examination of logs showed no unexpected events. It was noted that the pump will be replaced and returned for analysis. It was noted no actions or interventions had yet been performed, but a revision was planned and was awaiting insurance authorization. It was noted the issue was not resolved at time of report and patient's status at time of report was "alive; no injury." It was noted that surgical intervention did not occur, but was planned. Surgical intervention has not yet been scheduled. It was noted that as soon as the revision was completed hopefully by (B)(6) 2017 that the manufacturer representative would have moire information in regards to patient's medical history. Patient's weight was asked, but unknown and will not be made available due to legal/confidential reason.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Event date was noted as (B)(6) 2017.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code - conclusion code ¿ is being updated to for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) indicated the pump was replaced on (B)(6) 2017 and was packaged and shipped for analysis. Additional information was also received via the return paperwork and the pump logs were examined on (B)(6) 2017 (last change (B)(6) 2017). It was noted the elective replacement indicator (eri) had occurred on (B)(6) 2017 and schedule to replace the pump by (B)(6) 2017. On (B)(6) 2017 the active audible alarm was silenced. It was also noted a motor stall occurred on (B)(4) 2016 at 12:16 and recovered on (B)(6) 2016 at 13:05.

Manufacturer narrative:
. Analysis of the pump found overinfusion of an undetermined root cause. Eval code - conclusion code ¿ is being updated for this event. Eval code result code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) no longer applies.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. It was reported that the cause of the motor stall on (B)(6) 2016 at 12:16 was due to magnetic resonance imaging (MRI). It was stated that the patient went for an MRI at that time. No further complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.